Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following of a type ib of the left common iliac artery. The most likely cause of the loss of seal could not be determined. There are no further reports of negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on (B)(6) /2018 for a pervious report event (2031527-2017-00219), clinical was able to find substantial evidence to support the following additional findings of type ib endoleak of the left common iliac artery. This report is for the type ib endoleak only.